Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm seal failed to load correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The delivery device was returned inside the loading device. The delivery device was removed out from the loading device. The seal and tension spring assembly remained inside the loading device. The blue slide lock was disengaged and the white plunger was fully depressed on the delivery device. The seal and tension spring assembly and delivery device was taken out from the loading device. No cracks or delamination of the seal were observed. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .222 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint failure mode "fitting problem" and analyzed failure "premature deployment" were confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed to load correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.